Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator had low readings while on a patient. The 3100 was removed from patient with no harm.

Manufacturer narrative:
After evaluation it was discovered that the unit had low amp. Notes also state that the unit needed a 7-year pm. The power driver module was replaced and ran all required testing. The unit is now ready for patient use.

Event description:
Additional information received indicates that a company field service engineer was able to evaluate the ventilator at the customers site.